Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) fails to release for ejection. The plug was not dislodged from the exoseal vcd device after removal from the patient. There was no reported patient injury. Manual compression was used to stop the bleeding hemostasis was used. There were no obvious signs of device or package damage prior to use. The deployment button was fully depressed and flush with the handle. An unknown sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the unknown catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) fails to release for ejection. The plug was not dislodged from the exoseal vcd device after removal from the patient. There was no reported patient injury. Manual compression was used to stop the bleeding hemostasis was used. There were no obvious signs of device or package damage prior to use. The deployment button was fully depressed and flush with the handle. An unknown sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the unknown catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. Additional information was requested but not provided. A non-sterile unit of the ¿vascular closure device 6f¿ was received inside a clear plastic bag. The device was unpackaged for evaluation. Upon visual inspection, following conditions were observed: the deployment lever was fully depressed; the indicator window displayed black/white/red colors; the plug was fully deployed but not included in the shipment; the cowling guard was locked; the bleed back port was in the deployed position; and the indicator wire was retracted. Additionally, an unknown procedure sheath was locked on the device, with blood noted inside the sheath, but no damage was observed. Dimensional analysis was performed to verify the correct catheter distal tip inner diameter (ID) to be verified. The ID measurements were taken in three different sections of the delivery shaft. Dimensional analysis result was found within specification for ID. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿vascular closure device (vcd) - deployment difficulty-unable¿ was not confirmed. Upon inspection, the unit was received fully deployed, with the button fully depressed, indicating that the device had functioned correctly. The three indicator windows stages were achieved, and the plug was properly deployed. This confirms that the device had completed the deployment process as intended, and there was no indication of partial deployment or deployment difficulty. Dimensional analysis was performed to verify the correct catheter distal tip ID and dimensional analysis result was found within specification for ID. The condition of the device received does not match the event reported and therefore, a cause for the reported event cannot be established. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. This product analysis suggests that the reported failure could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.